Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 2.3 mmol/l and had issue with sensor calibration. The customer reported that the customer had current blood glucose levels of 8.0 mmol/l. The customer treated the low blood glucose levels with juice. The customer stated that the patient was using the insulin pump system within 48 hours of reported low blood glucose incident. The customer was assisted with troubleshooting and the customer was advised to disconnect the infusion set and reservoir from the insulin pump. The customer reviewed the insulin pump programming and it was accurate. The customer does not allege that the insulin pump was over delivering. The customer was advised to monitor the insulin pump and blood glucose levels. The customer was also advised to remove and change out the sensor. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.